Event description:
It was reported that the insulin pump has a crack in the case. Customer stated that the crack is seen on the display. The drive support cap has no damage. The insulin pump has not been dropped or bumped. Noting further reported.

Manufacturer narrative:
Insulin pump was received with scratched lcd window, cracked case at display window corners, crack on reservoir tube lip, scratched reservoir tube window, cracked battery tube threads, missing end cap sticker and peeling keypad overlay. No cracked display noted.